Manufacturer narrative:
The customer's complaint of the device not coagulating could not be confirmed. The device was returned with coag on the jaws, it was connected and tested on 2 different models of generators set at 2 power settings, at each test the device activated and coagulated as designed.

Event description:
Dr. (B)(6) was hoping to perform a bso laparoscopically using gyrus everest product code 3006 at (B)(6). The gyrus everest was connected to the force triad from covidien. The customer reports that the gyrus everest would not coagulate so they proceeded to open a second instrument. It also failed to coagulate. They adjusted the watts on the force triad generator but it made no difference. When the surgeon pressed the button it made an audible tone. The customer reports that the gyrus everest was also connected securely to the force triad. After both instruments allegedly failed they converted to an open approach, laparotomy. The customer reports that the patient is doing fine. (See 2183680-2015-00003 for first device).

Event description:
Dr. (B)(6) was hoping to perform a bso laparoscopically using gyrus everest product code 3006 at (B)(6). The gyrus everest was connected to the forcetriad from covidien. The customer reports that the gyrus everest would not coagulate so they proceeded to open a second instrument. It also failed to coagulate. They adjusted the watts on the forcetriad generator but it made no difference. When the surgeon pressed the button it made an audible tone. The customer reports that the gyrus everest was also connected securely to the forcetriad. After both instruments allegedly failed they converted to an open approach, laparotomy. The customer reports that the patient is doing fine. (See 2183680-2015-00003 for first device).

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.